Event description:
It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred and the device was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the posterior cuff miss occurred as evidenced by the untouched posterior cuff tabs and the undisturbed posterior needle. There was no needle strike mark observed at the posterior foot, suggesting the posterior needle was deflected away from posterior foot pocket. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The reporter stated that the surgeon implanted the micl12.6 implantable collamer lens on (B)(6) 2010, and a couple days post-op the surgeon noted there was no vault. The lens was exchanged for a longer lens and the patient is doing fine now. See MFR report #2023826-2010-01147 for the other eye.